Event description:
The customer reported receiving inaccurate readings on their freestyle freedom meter. The customer reported experiencing symptoms of hypoglycemia and lost consciousness. The paramedics were called and treated the customer with unknown intravenous fluids and gave her two tubes of unknown liquid to drink. The customer was transported to a hospital where they were diagnosed with severe hypoglycemia. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.